Event description:
The reporter indicated that subclavian crush of both the atrial and ventricular leads are suspected. Only a portion of the atrial lead was removed and is being returned. Only the connector pin from the ventricular lead was removed and being returned.